Event description:
This pt was being followed under the cypher registry when they were noted to have experienced a myocardial infarction (mi). Angiogrpahy revealed in-stent restenosis of the cypher that had been placed in the right circumflex branch (rcx) approximately 8 months earlier and additional stenosis in the right and left coronary arteries.